Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear sugical residue. It should be noted that, the injector and cartridge were not returned for evaluation.

Event description:
It was reported that, the surgeon inserted an aa4203tl toric silicone plate lens and the lens tore. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated, the cause of the torn lens was due to loading.